Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by that the plate broke in the patients arm. The complainant did not know the name of the his son's friend. No additional details are available.

Manufacturer narrative:
The reported incident that bos plate ø4.0/3.5mm h5 l65mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed the product was not received but a picture was attached showing the implant breakage. Most likely this type of breakages might occur from different sources such as not following the post operative advises or an excessive bending of the plate prior surgery. Therefore, no root cause can be identified. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by that the plate broke in the patients arm. The complainant did not know the name of the his son's friend. No additional details are available.